Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 20.6cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was selected for use. However, prior to heart intervention, it was noticed that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was selected for use. However, prior to heart intervention, it was noticed that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.